Event description:
It was reported that a hematoma and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, following transeptal puncture, the physician felt it was difficult to cross with the was sheath and the dilator. Concerned about being close to the posterior wall, the physician did not want to advance the was sheath too far into the left atrium. The physician exchanged the dilator for a pigtail catheter. When attempting to advance the was sheath, the physician still felt tension. The physician did a contrast shot to confirm whether the sheath had crossed the septum, and echocardiography suggested that it might still be tenting. The contrast pooled in the septum, showing a septal hematoma. The physician decided not to proceed with the rest of the case and to bring the patient back once the septum has healed. The procedure will be rescheduled, and the patient is expected to fully recover. It was further reported that the patient was brought back and the closure device was successfully implanted. The intra-septal hematoma had resolved. It was further reported that the dilator was able to cross the septum, but the was sheath was unable to cross. There was no closure device used. The patient was brought back, and the closure device was successfully implanted.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0038112492. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hematoma (hospitalization). Risk review a risk review was completed and confirmed that the events of difficult to advance, resistance, and hematoma were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that a hematoma and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, following transeptal puncture, the physician felt it was difficult to cross with the was sheath and the dilator. Concerned about being close to the posterior wall, the physician did not want to advance the was sheath too far into the left atrium. The physician exchanged the dilator for a pigtail catheter. When attempting to advance the was sheath, the physician still felt tension. The physician did a contrast shot to confirm whether the sheath had crossed the septum, and echocardiography suggested that it might still be tenting. The contrast pooled in the septum, showing a septal hematoma. The physician decided not to proceed with the rest of the case and to bring the patient back once the septum has healed. The procedure will be rescheduled, and the patient is expected to fully recover.

Event description:
It was reported that a hematoma and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, following transeptal puncture, the physician felt it was difficult to cross with the was sheath and the dilator. Concerned about being close to the posterior wall, the physician did not want to advance the was sheath too far into the left atrium. The physician exchanged the dilator for a pigtail catheter. When attempting to advance the was sheath, the physician still felt tension. The physician did a contrast shot to confirm whether the sheath had crossed the septum, and echocardiography suggested that it might still be tenting. The contrast pooled in the septum, showing a septal hematoma. The physician decided not to proceed with the rest of the case and to bring the patient back once the septum has healed. The procedure will be rescheduled, and the patient is expected to fully recover. It was further reported that the patient was brought back and the closure device was successfully implanted. The intra-septal hematoma had resolved. It was further reported that the dilator was able to cross the septum, but the was sheath was unable to cross. There was no closure device used. The patient was brought back, and the closure device was successfully implanted.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a hematoma and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, following transeptal puncture, the physician felt it was difficult to cross with the was sheath and the dilator. Concerned about being close to the posterior wall, the physician did not want to advance the was sheath too far into the left atrium. The physician exchanged the dilator for a pigtail catheter. When attempting to advance the was sheath, the physician still felt tension. The physician did a contrast shot to confirm whether the sheath had crossed the septum, and echocardiography suggested that it might still be tenting. The contrast pooled in the septum, showing a septal hematoma. The physician decided not to proceed with the rest of the case and to bring the patient back once the septum has healed. The procedure will be rescheduled, and the patient is expected to fully recover. It was further reported that the patient was brought back and the closure device was successfully implanted. The intra-septal hematoma had resolved.